Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. A pinhole was identified in the balloon wall in the balloon material located over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50mm x 15mm emerge¿ balloon catheter was selected for kissing balloon technique (kbt). However, on the first inflation at 6 atmospheres, the balloon ruptured. The device was exchanged with a 2.50mm x 15mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.